Event description:
Country of complaint: (B)(6). Each time the vet was putting tension on the suture the wire was breaking. Tissue where the suture was implanted: skin. Type of suturing technique employed: interrupted. Type of operation: section/caesarean.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2013. Reported device not marketed in the us; however, similar device is. Manufacturing site evaluation: samples received: 1 cassette. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. There are no previous complaints of this code/batch. Knot pull tensile strength of the sample received was tested and results fulfil the requirements of the OEM. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.